Event description:
It was reported that pt underwent total hip replacement in 2006, during which he received a durom acetabular component. Post-op, pt experienced pain, and underwent revision surgery in 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.